Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn coupling, sharp edges, the release mechanism would not disengage the attachment, the device had insufficient/low power, corrosion/rusting/pitting, worn gears, damaged mechanics, worn motor, worn bearing, the trigger of the device did not move smoothly, component damage, and a sticky trigger. It was further determined that the device failed pretest for general condition, check the attachment coupling, check for sticky triggers, and check the power with the test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.